Event description:
It was reported the parkinson¿s disease patient had ¿walked through the security scanner at the airport a number of times and her device switched off.¿ the patient¿s healthcare provider (hcp) then met with the patient and turned her device back on. It was noted the hcp ¿assumed¿ the patient walking through the airport security scanner ¿was the cause of her device being switched off.¿ however, when the patient¿s implantable neurostimulator (ins) was interrogated a week later the physician programmer ¿said that the device had been off for the whole week,¿ despite the patient indicating she was ¿feeling fine.¿ there was notably a ¿suspected por (power on reset),¿ however this had not been confirmed at the time of report. It was later noted that ¿it didn¿t seem likely that the patient had a por.¿ the patient reportedly remained ¿fine¿ after meeting with the hcp a second time. During a later appointment it was reported the patient¿s nurse ¿suspected the device was switched off during the programming session with the hcp and was perhaps not switched back on again.¿ impedance testing indicated there were ¿no electrodes out-of-range¿ for either ins. The patient notably used her patient programmer correctly. A supplemental report will be filed if additional information is received. Please see manufacturer report #3004209178-2014-21914 for information regarding the patient¿s other implantable neurostimulator.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).